Manufacturer narrative:
Insulin pump was received with detached end cap. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to end cap anomaly. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose levels of 400mg/dl. Customer¿s current blood glucose level was 400 mg/ml. The product will be returned for the analysis.